Event description:
It was reported that the mobile app froze while the user was loading a cartridge. There was no adverse impact to the customer's blood glucose level. The caller successfully re-launched the app, and no further assistance was required.